Manufacturer narrative:
The lab evaluation confirmed a broken pivot point. Broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source. Because this pump was returned to abbott as part of recall and was not associated with an initial reporter.

Event description:
Cracked or broken pivot point.